Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used during a colonoscopy procedure performed on (B)(6) 2012 according to the complainant, while preparing for the case, the clip was not able to be exposed 'because the plastic piece was broken.' Follow-up revealed that the distal end of the oversheath was torn. After noting this issue outside the patient, the procedure was completed using another resolution clip device. Reportedly, no damage to the device packaging was visible. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used during a colonoscopy procedure performed on (B)(6) 2012 according to the complainant, while preparing for the case, the clip was not able to be exposed "because the plastic piece was broken." Follow-up revealed that the distal end of the oversheath was torn. After noting this issue outside the patient, the procedure was completed using another resolution clip device. Reportedly, no damage to the device packaging was visible. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly located just inside the oversheath. Although the blue sheath grip was separated from the oversheath, no damage/defects to the oversheath were observed. Functionally, once the oversheath was pulled back by hand, the clip assembly was able to be actuated and deployed; two distinctive clicks were audible. During actuation, the prongs opened to approximately 11mm. Additionally, a kink was present in the control wire. The condition of the returned incident device showed no evidence of the alleged issue that the oversheath was torn. The complaint was not confirmed. As the evaluation revealed that the oversheath was not torn, this event is no longer considered MDR-reportable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was over 18 years old. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.